Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set cannula resulting in issues delivering insulin to the infusion set site. An infusion set change was performed to address the issue. Customer's blood glucose level ranged between 350-450 mg/dl.